Manufacturer narrative:
No product was returned. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position during the transport. The device passed all post sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced position issues when the impella slipped into the aorta. Additionally, there was bleeding from the right groin and behind the peritoneum. The complication was managed through surgical intervention and three units of red blood cells were transfused. The pump was explanted and exchanged for a new impella.